Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Dissection is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported dissection was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-00975.

Event description:
On (B)(6) 2015, the patient successfully underwent a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system 5max ace reperfusion catheter (5max ace) and a velocity delivery microcatheter (velocity). Patient recanalization was achieved. However, a cerebral angiogram performed after the procedure revealed a right petrous internal carotid artery (ica) dissection. The dissection was treated with anticoagulants starting with a heparin drip and later, coumadin was added. On (B)(6) 2015, the patient completed the 90-day follow up visit with an nih stroke scale (nihss) of 0. In addition, the dissection seemed to have resolved. The reported dissection was adjudicated to have a possible relationship to the penumbra system.